Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the md in the operating room noticed that the nitroglycerin infusion appeared to be infusing a large volume. The md stopped the infusion, repositioned the tubing in the pump, as well as, reprogrammed the pump with a second physician verifying the reprogramming. The infusion was resumed only to be noted to continue to infuse a large volume. There was no harm to the patient.

Manufacturer narrative:
The customer¿s experience of an over infusion of nitroglycerine was not confirmed. Physical inspection identified slightly dull iui connectors. The pcu event log shows pump module s/n (B)(4) was programmed to infuse nitroglycerin non-weight based dosing 100mg in 250ml (drugid 283) at a rate of 0.75ml/hr with a vtbi of 200ml at 2:45 pm on 14 march 2018. At 2:46 pm, the device was paused and then alarmed for flo stop open for 2 seconds. The door was closed and the infusion was restarted. At 2:47 pm, the device alarmed for patient side occlusion and the infusion was restarted. At 2:50 pm, the user changed the dose to 40mcg/min, which made the rate 6ml/hr. At 2:51 pm, the door was opened and the device was removed from the system. The volume recorded as being infused during this period was 0.597ml. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the customer¿s experience of an overinfusion of nitroglycerine was not identified.

Event description:
The customer reported that the md in the operating room noticed that the nitroglycerin 100mg/250ml infusion appeared to be dripping too fast. The md stopped the infusion, repositioned the tubing in the pump, reprogrammed the pump with a second physician verification, and decreased the infusion rate from 50mcg/min to 40mcg/min. The infusion was resumed and continued to infuse too fast. There was no harm to the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the md in the operating room noticed that the nitroglycerin 100mg/250ml infusion appeared to be dripping too fast. The md stopped the infusion, repositioned the tubing in the pump, as well as, reprogrammed the pump with a second physician verifying the reprogramming while decreasing the infusion rate from 50mcg/min to 40mcg/min. The infusion was resumed only to be noted to continue to infuse too fast.